Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer went to emergency medical service due to high blood glucose level on (B)(6) 2020. Customer's blood glucose level was 800 mg/dl at the time of went emergency room and 600 mg/dl after shock 290 mg/dl, current 349 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Based on customer¿s report customer did allege under delivery. Customer had symptoms as nausea, vomiting . Customer was treated with intravenous drip. Customer stated that the retainer ring was cracked. Customer stated that the reservoir not able to lock in place. The insulin pump will be and reservoir not be returned for analysis.